Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pace impedance measurements and asystole greater than 2 seconds with a temporary pacer. There was noise upon pocket manipulation. Fluoroscopy was performed and there appeared to be an interruption in the lead near the suture sleeve. The lead was capped. A new rv lead was successfully implanted. No adverse patient effects were reported.